Event description:
On (B)(6) 2012, the distributor contacted animas, alleging the ok, up and down arrow keypad buttons were unresponsive. No other information was available. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: there is no patient impact associated with this complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were responsive; the complaint could not be confirmed or duplicated. During investigation, the keypad was removed and no defects were found. Unrelated to the complaint, the audio bolus button was found to intermittently responsive. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function. (B)(6).